Manufacturer narrative:
The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection/sepsis. During the explant procedure, the patient experienced sinus arrest and a ventricular fibrillation (vf) episode. Backup pacing was delivered and the patient was externally rescued. The procedure was successfully completed and a new system was implanted. No additional adverse patient effects were reported.